Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during insertion. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to insert the 6 fr angio-seal sheath into the vessel. The doctor tried to apply further force while inserting the angio seal sheath, however the angio-seal sheath was kinked. The doctor then removed the device and then preformed manual compression. The procedure outcome was successful, and the patient was stable. Additional information was received on (B)(6) 2021: the procedure for the patient was percutaneous coronary intervention (pci). A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc's.